Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she has been receiving no delivery alarms. Customer stated the alarm did not occur during manual prime. Customer was very frustrated because she had to change the infusion set 6 times in the past 2 days and believed there is something wrong with the insulin pump. She declined to troubleshoot and requested the device to be replaced. Customer stated will just go to the hospital to get treated as she did not have a backup plan. Blood glucose value was 294 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip. No blank display.